Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer reporting faults in two sensor from the box. The customer sensor cannula is missing. The customer was advised that were sending 2 replacement sensors and a return kit for 1 faulty sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base however; found the cannula was whole with no broken or missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.